Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the monitor was blank. The monitor was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitor was blank. No patient was present at the time of the event.

Manufacturer narrative:
The monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The monitor was tested for a twenty four hour period and was unable to replicate the reported issue. Audio, video and touch functions worked on both dp and hdmi modes. No fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitor was blank. No patient was present at the time of the event.